Event description:
Boston scientific received info that this right atrial (ra) lead was found to have dislodged. A revision was performed and this lead was explanted and replaced. No adverse pt effect were reported. No explant date was provided.